Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 08 jun 2018 (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear, and metallosis. Added patient's age, revision surgeon, revision hospital, and law firm. Updated product details of unknown head and liner. Doi: (B)(6) 2006; dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.